Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient was hospitalized and eventually shifted to intensive care unit (ICU) due to hyperglycemia on (B)(6) 2025. The blood glucose level was 400 mg/dl at the time of event and the patient got treated with intravenous drip. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.